Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A pump, two cylinders, detached inlet tube and detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion are noted on the exhaust tube of cylinder 2, detached inlet tube with connector and pump inlet tube. Testing revealed these to not be sites of leakage. A group of partial striations, indicating contact with unshod instrumentation, was note on the detached inlet tube. Testing revealed this to not be a site of leakage. Abrasion was noted on the non-serialized exhaust tube of the pump. No functional abnormalities were noted with the pump, cylinder 1, or either detached inlet tube. Based on examination of the returned product, it was concluded that while in-vivo the tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at the cylinder 2 strain relief junction site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient's (B)(6) year old device would not inflate due to no saline in system. Reservoir was found to be empty. Reservoir was retained, not removed.